Event description:
It was reported that a vns generator and lead were received by another medical device company by mistake and returned to the manufacturer. The reason for explant of both generator and lead was unknown, as no additional information was provided on the return product form. A patient name was found in the manufacturer's database and follow-up with the patient's treating neurologist resulted unsuccessful, as the patient had moved residencies and was no longer followed by the treating physician. A search was performed on the social security death index as the devices were returned along with another patient's device and the reason for explant on the other device was due to autopsy. The search indicated the patient was deceased and the attached obituary revealed the patient died at his home with his loved ones by his side following struggles with health issues. Follow up with the funeral home revealed the patient was cremated and the explanted devices were sent to the manufacturer. Furthermore, the funeral home did not have an autopsy report or treating physician prior to expiration and the cause of death was not known. An attempt to obtain a death certificate from the state of (B) (6) resulted unsuccessful as the manufacturer needed to have a legal right or claim to obtain the document. Furthermore, attempts to obtain information regarding the treating physician were also unsuccessful as company representatives from the area were not familiar with the patient's name and information. The returned generator and lead underwent product analysis. Product analysis on the returned generator revealed no eri flags were observed during testing as there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Furthermore, product analysis on the returned lead revealed the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure and no obvious anomalies were noted. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.